Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 167 mg/dl. The customer states she felt unwell and nauseated. After getting home she began vomiting excessively, at which point she called emergency services. The customer treated with a bolus, but may discovered she was detached from quick-release. The customer states before leaving work she did treat using an insulin pen. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.